Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) after the implantable cardioverter defibrillator (ICD) appropriately detected tachycardia and delivered therapy. Anti-tachycardia pacing (atp) during charging slowed rhythm briefly with some resultant wider complex beats that showed double counting of the wide qrs. The device remains in use. No patient complications have been reported as a result of this event.